Event description:
(B)(6) clinical study. Same case MDR ID #: 2134265-2013-09745, 2134265-2013-07178, 2134265-2013-07179, 2134265-2013-07181. It was reported that insufficient apposition occurred. On (B)(6) 2013, the patient developed chest pain which resolved with 3 nitroglycerines and was diagnosed with unstable angina. One day from event, the patient was hospitalized and cardiac catheterization was recommended. At the time of event, the patient was on aspirin only and the study drug per protocol was last taken on (B)(6) 2011. One day from admission, coronary angiography was performed and no stent thrombosis was noted in the 1st obtuse marginal (om) and 2nd (om) study stents. The 95% diffuse in-stent (isr) of the study stents in 1st om and 2nd om were treated with kissing balloon angioplasty with two maverick balloon catheters. A 2.50x16mm promus element plus stent was then placed in the 1st om beyond the bifurcation. A choice floppy wire was then advanced, however, it was not able to cross the 2nd om. The device was replaced with an extra support wire. Subsequently, a 2.50x16mm 2.50x16mm promus element plus was placed after balloon angioplasty in 2nd om, overlapping slightly with previously placed stent in a ¿v¿ or kissing stent fashion. Angiogram revealed slight under deployment of both stents which was treated with balloon angioplasty, resulting in well deployed stents, with 0% residual stenosis. Both the promus element stents were deployed overlapping with study stents. One day post procedure, the event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).